Manufacturer narrative:
The hill-rom field investigation indicated that, the CPR engagement clip was missing from the head drive screw and CPR actuator was broken off the CPR assembly. In addition, the head contour limit switch was pushed under the plastic housing.

Event description:
A patient who recently had neck surgery was being transferred from a stretcher to an advance bed. The head section on the advance bed allegedly lowered as pressure was applied. The head section was approximately at thirty degrees. The stitched wound on patient's neck had reopened.